Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and noticed refractive surprise. The patient had a pre-existing diagnosis of accommodative esotropia. There was a large difference between the manifest and cycloplegic refractions preoperatively, +1.50 in right eye and +1.75 in the left eye. The accommodative spasm was about 1.5 d leading to the patient's complaint of blurred vision. Five months after the surgical procedure the surgeon decided to exchange the lens with a different power, however, the lens remains in the right eye.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4) refractive surprise. Method: work order search, device history review and medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. The device history review determined that nothing in the manufacturing of the lens could have caused the reported event. Medical review - the accommodative spasm was about 1.5 d leading to patient complaints of blurred vision. Five months after the surgical procedure, the surgeon decided to exchange both lenses with new ones with different power. At the time of this medical review, only the lens in the left eye had been exchanged, however , we don't know the power and outcome. The lens in the right eye remains implanted. The most probable cause of this event is residual myopia secondary to accommodative spasm to compensate for pre-existing hyperopia. (B)(4).